Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer related complaint. Fa found the primary finding of did not match complaint description to be related to the customer reported complaint. The reported symptom was not found related to the reported instrument. The instrument did not have a cracked housing. The root cause cannot be traced to the device. An additional observation not reported by the site was also identified. The instrument was found to have mechanical indentations/burrs on the proximal clevis. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.043¿ - 0.121" in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the large needle driver instrument was last used on 22-dec-2021 on system sl0370. The instrument has a maximum of 15 uses. There were 2 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. No additional complaints were identified based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: failure analysis acknowledges the instrument was found to have various scratch marks with light material removed on the main tube from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing, that the large needle driver instrument's casing was cracked. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.